Manufacturer narrative:
Patient¿s identifier and weight are unknown. Date of postoperative plate breakage is unknown. This report is for one (1) unknown va condylar plate. Part number and lot number is unknown. Without the specific part and lot number, the UDI is not available. Implanted in (B)(6) 2017; exact date is unknown. Device explanted in (B)(6) 2017; exact date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. The (510k): unknown, as specific part and lot numbers for plate is not provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a patient sustained a periprosthetic fracture on an unknown date. The fracture was treated in (B)(6) 2017 with the variable-angle (va) condylar plate. The va condylar plate broke. The plate has failed through the va portion of the combi hole. The patient was revised with another va condylar plate in (B)(6) 2017. Unfortunately, this plate also failed after about 8 weeks, (B)(6). The patient revised again and was implanted a smith and nephew periloc plate and is currently doing ok at around 7 weeks. Revision surgery was completed successfully with patient outcome reported as okay. This complaint will capture the first broken plate that failed 6 weeks post-op that was revised in (B)(6) 2017. The second revision performed in (B)(6) 2017 due to failed plate has been captured under linked complaint (B)(4). Concomitant device reported: screw (part # unknown, lot # unknown, quantity unknown). This report is for one (1) unknown va condylar plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Complaint is confirmed as the broken plate is visible on the received x-rays. Product was not returned and no article- and lot number was provided. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.